Event description:
Patient had in-stent restenosis of a tortuous, calcified, left internal carotid artery lesion; plan of care included repeat angioplasty and stenting with use of a distal embolic protection device (epd). The first abbott vascular emboshield was successfully delivered to the distal left carotid artery but was unable to be deployed due to an apparent technical problem and was removed. A second emboshield was then successfully deployed. The lesion was successfully predilated. Further angioplasty was attempted. An angiosculpt balloon was then successfully delivered. However, upon attempting to remove the angiosculpt balloon, the investigator became aware that the angiosculpt balloon was entangled with the wire for the emboshield. The balloon and epd were removed from the vasculature together. Both devices appeared grossly intact. Patient condition stable, no adverse events occurred.